Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in a previous device check the right ventricular (rv) lead exhibited short v-v intervals. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.